Manufacturer narrative:
Qc was within specifications in 2007. System checks performed on the same month, were within specifications. Psa calibration on the month before, gave an elevated cv and passed upon repeat. A field service engineer (fse) was dispatched to the customer's lab: the fse ran service assays and system check prior to performing any service on the instrument and verified results. The fse replaced peri-pump tubing and checked mixer speed belt, pinch rollers, and alignments. The fse performed a major preventive maintenance (pm) to the instrument. The fse re-ran service assays and verified results. The fse ran qc which met customer's specifications. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously low prostate specific antigen (psa) result that was generated by the access instrument. A patient sample was tested for psa and a result of 0.00ng/ml was obtained. The result was reported out of the lab. Base on available information, the customer received notification from a reference laboratory that a patient sample was accidentally analyzed for psa and a 4.7ng/ml result was obtained. The customer could not provide the reference laboratory's methodology and did not have sample left for further testing for this patient. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected with this event.